Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported via psr (product surveillance registry) that the patient was receiving compounded baclofen, dilaudid, and bupivacaine via their implanted intrathecal pump. The lot number of compounded baclofen was unknown. The indication for use regarding the pump was non-malignant pain. Per the pump's log, the following mediations were administered at a simple continuous dose rate as of (B)(6) 2015: baclofen (concentration: 200 mcg/ml, dose rate: 150.04 mcg/day), dilaudid (concentration: 4.0 mg/ml, dose rate: 3.0007 mg/day), and bupivacaine (concentration: 20.0 mg/ml, dose rate: 15.004 mg/day). Also per the log, the total maximum daily dose was as follows: baclofen - 236.93 mcg/day, dilaudid - 4.7387 mg/day, and bupivacaine - 23.693 mg/day. During a scheduled pump replacement on (B)(6) 2015 secondary to a motor stall, an inflammatory mass and catheter occlusion was observed. The existing catheter was tied off and a new catheter was implanted. The hcp considered the event to be unrelated to the device/therapy (intrathecal / spinal portion of catheter noted) and unrelated to the implant procedure. The event was considered to be related to the drug (hydromorphone, baclofen, bupivacaine). The event resolved without sequelae as of (B)(6) 2015.

Event description:
Additional information received from a healthcare professional via psr indicated the patient was taking oxycodone-acetaminophen at the time of the event. Medical history included pain, lumbosacral neuritis, low back surgery, gall bladder surgery and depression.